Event description:
Patient underwent a bone marrow biopsy. It was reported that the left posterior hip area was prepped and anesthetized after which the aspirate needle was inserted. Reportedly, when the introducer was removed, the handle of the introducer pulled off leaving the introducer in the needle in the patient. The introducer was able to be removed by pulling at the end. No reported patient harm.